Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with test strip insertion. Customer further reported that on (B)(6) 2015 at 9:30 am she experienced a loss of consciousness and was unresponsive so her sister administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with controlled test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. The complaint was not confirmed.